Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02223. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence and pelvic organ prolapse due to pain, erosion, pressure, bleeding, dyspareunia. It was reported that patient underwent scar tissue removal on (B)(6) 2006 and in (B)(6) 2008. It was further reported that the patient had excision of eroded mesh and repair on (B)(6) 2010.